Event description:
It was reported that pump experienced malfunction with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction injection using multiple daily injections, contacted technical support, and reset pump with guidance; malfunction did not recur after reset and customer was advised to continue using pump and to call back if malfunction returned.